Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly and subsequently, the pump shut off. The customer¿s blood glucose level was 209 (mg/dl). During review of the pump history during troubleshooting with tandem technical support it was determined that the pump battery depleted from 100% to 5% within two days. Reportedly the customer had manual injections as alternate insulin therapy.